Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5 - lens was explanted. Claim# (B)(4).

Manufacturer narrative:
B5: the implantable collamer lens was implanted into the patient's right eye (od) on (B)(6)2023. Cause of the event was a patient-related-factor with the device not performing as intended. Reportedly, "patient is challenging to refract and easy to overminus." H6: patient related factor off-label use: age<45. (B)(4).

Manufacturer narrative:
D4 (experiation date); unk no serial number reported. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of a -11.0 diopter was implanted into the patient's right eye (od). Reportedly, "hyperopic surprise on a patient."